Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, exhibited charge time measurements of 14.8 seconds after 66 months of implant, 17.9 seconds after 69 months of implant and exhibited a battery voltage of 2.56 volts and a charge time measurement of 18.7 seconds after 71 months of implant. To date, no adverse patient effects were reported with this clinical observation.